Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade 4 capsular contracture"

Event description:
Patient reported "pain and hard breasts." And "that is aware of the recall and has been experiencing a lot of pain. " "the patient underwent MRI and ultrasound exams, which diagnosed that the prosthesis on the left side was turned," patient later reported signs of rotation to the left¿, feeling the impact of this with intense pain¿. ¿feeling shaken¿. ¿radial folds on implants¿. Diffuse and architectural distortion¿ "pain, and slight local diffuse capsular thickening, and certain degree of associated capsular contracture cannot be ruled out, slight local diffuse capsular thickening.¿ healthcare professional later reported "grade 4 capsular contracture," this is for the left side device. The device remains implanted.